Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905; product ID: m021083c001, version #: 4.2.1: h3) the manufacturer representative went to the site to test the imaging system. The site reported and issue with missing a portion of the image after a 3d spin. To resolve the system was rebooted. Once onsite issue could not be recreated. Completed to several rounds of gains in hopes of preventing future issues. No further issues noted. Codes: b01, c19, d0302 the software team was unable to determine probable cause without further information/logs. This case may be re-opened if additional information is received. Cods: b29, c20, d0302 this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding detector issues that the detector was intermittently blacking out. No patient was present at the time of event.